Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range pacing lead impedance and loss of capture were observed. The patient was asymptomatic. Lead revision was suggested when the device is changed out for normal eri.